Event description:
It was reported that the reservoir of a large volume infusor underinfused. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Manufacturing date- march 30, 2014 to march 31, 2014. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.